Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1 gram, frequency and route not reported), fortum (1 gram, frequency and route not reported) and amikacin (125 milligrams, frequency and route not reported). It was not reported if pd therapy was ongoing but it was reported that the patient had recovered from the event. Additional information was requested, but is not available at this time.